Event description:
Customer reported an unresponsive touchscreen that required multiple presses. There was no adverse impact on the customer's blood glucose level. The customer, being out of warranty, was in the process of obtaining a new device and declined further follow-up from technical support.